Event description:
Patient reported, through abbvie medical safety, "rupture" via ultrasound exam, "has felt an unpleasant pulling sensation and an unusual feeling in the breast area.". This record is for an unknown side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been declined by reporter. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to partial implant date - d6a: "2017" reported. Clarification to partial onset date - b3: "2020" reported.